Event description:
It was reported that the customer experienced a blood glucose (bg) level that was displayed as ¿low¿; however, a specific value was not provided. Reportedly, the customer alleged "pump went into exercise mode on its own" resulting in the low bg. Customer required assistance consuming juice to address bg level. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the low bg was due to exercise mode being started by the customer; however, the customer did not acknowledge and maintained allegation. The customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.